Event description:
It was reported that the syringe 5ml ll tip bulk convenience pak experienced a broken/damaged plunger rod and foreign matter contamination. The following information was provided by the initial reporter: material no.: 309703 potential batch no.: 9280144 & 9246097. It was reported that the product is receiving damages in shipping. We recently had an issue with a critical process using this product and are simply covering all our bases so to say to determine the root cause on our end. Damaged syringe in lot used for critical internal process validation. Question if there have been other issues reported with this bd syringe lot. Was there any impact to the patient or procedure? -procedure. Growth appeared within syringe of the same lot as this damaged syringe, so we are investigating material discrepancies.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-08. H6: investigation summary: a device history record review was completed for provided potential final lot number 9246097 and the applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the plunger rod displayed cracks in two spots on the rib component. This type of damage was determined to be a rejectable defect per our product specifications. It is most likely that the plunger rod damage resulted from an error during the assembly process; however, an exact point within the assembly process could not be confirmed. .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 5ml ll tip bulk convenience pak experienced a broken/damaged plunger rod and foreign matter contamination. The following information was provided by the initial reporter: material no.: 309703, potential batch no.: 9280144 & 9246097. It was reported that the product is receiving damages in shipping. We recently had an issue with a critical process using this product and are simply covering all our bases so to say to determine the root cause on our end. Damaged syringe in lot used for critical internal process validation. Question if there have been other issues reported with this bd syringe lot. Was there any impact to the patient or procedure? -procedure. Growth appeared within syringe of the same lot as this damaged syringe, so we are investigating material discrepancies